Manufacturer narrative:
(B)(4). During complaint review, it was determined that this complaint is a reportable event. Problem could not be confirmed because product/data is not available. The root cause cannot be determined-no product/data.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to claim low audio output patient experienced on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.